Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the charger was broken. The patient said she has to charge every night and the ins had no charge left. The patient saw screen 17. The patient cannot get the controller to open up and said it was frozen. The patient said that she unplugged it and plugged it back in to the charger. The patient also unplugged it from the wall and left it out for a little while, but the patient has not gotten it to change. The patient was instructed to remove and reinsert the battery pack to see if that would resolve the issue. The patient didn't have the equipment with them and was going to get it and call back when she had it. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-03. It was reported that the broken recharger started working when they took the battery out and replaced it. The cause of the issue remains unknown. There were no further complications reported or anticipated.